Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Through a review of the device's electronic memory, physio observed that the device's internal hybrid layer capacitor (hlc) batteries had previously depleted to zero (0) within a seven day period. This caused the device's internal clock to reset and an event code to be logged which then set the service wrench to on. Additionally, a low battery indicator would have been present. Prior to returning the device to physio-control the customer advised that they had replaced the charge-pak assembly which recharged the internal hlc batteries and cleared the low battery indicator. Physio confirmed that the device would power on, charge and shock during testing. The cause of the reported issue was that the internal hlc batteries had depleted to zero (0); however, further component level cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench and low battery indicator present on its readiness display. The customer advised that the device's charge-pak assembly was then replaced which cleared the low battery indicator; however, the service wrench remained on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to zero (0) which may have damaged the cells of the hlc's and could inhibit the device's ability to provide defibrillation therapy, if it were necessary.